Event description:
It was reported that the lead had a potential insulation breach and the lead impedance was trending down. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed and the inner insulation was breached due to metal induced oxidation. The distal conductor was stretched and there was blood/body fluid (not obstructed) on the proximal conductor. There was cosmetic metal induced oxidation on all insulators and cosmetic environmental stress cracking on the outer insulation.